Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) had reproducibility issues and generated erroneous results for 2 patient samples. Customer reported that accutni, access reagent, lot 121412, was used in conjunction with the dxc 600i analyzer. Customer reported they run 3 levels of bio-rad quality control, lot 40770, once a day. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found dried wash buffer accumulation in the active wash station. The fse cleaned the wash buffer accumulation. The fse tightened loose fitting in the closed tube aliquotter module. The fse verified the system met published performance specifications. The fse validated the system and documented the validation in the customer's quality control record.

Manufacturer narrative:
Evaluation codes - results code - (other): wash station.